Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2020-01444. 1. Section h. Box 6. Device code 2 h3 other text: placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01444.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) and the left peripheral vasculature (l-civ, l-eiv, l-cfv, l-fv) using an indigo system lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician completed the first pass using the lightning and cat12, then the tubing clogged. Therefore, the physician flushed the clot using a 60cc syringe. Afterwards, the lightning unit flashed green while the cat12 was engaged in the clot. Then, during the second pass the physician noticed that the lightning started leaking blood from the bottom where it attaches to the canister. Subsequently, the lightning unit illuminated and maintained a solid red light with no aspiration observed. Therefore, the lightning was disconnected and the cat12 was removed. The procedure was completed using a new lightning and new cat12. There was no report of an adverse effect to the patient.